Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in the hospital due to a syncopal episode. The right ventricular lead had dislodged and intermittent loss of capture was detected. The lead was explanted and replaced. After the procedure, the patient was in stable condition.